Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, while putting it in the needle holder, the needle broke. There was no patient involved.